Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet and attempted to correct highs by entering meal announcements, which the user stated was not effective. Symptoms included elevated blood glucose to 400 mg/dl. Outcomes included no reported injury, hospitalization, or long-term impact. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed no device malfunction reported and suggested potential use-related factors related to meal-based corrections rather than device hardware or software issues. It was concluded, based on previously established findings for similar reports, that the cause was use error or insufficient user training. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.